Event description:
The lead was successfully repositioned and is functioning appropriately.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing was noted on the ventricular channel. Dislodgement was suspected.